Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that low pacing impedance issue and lead noise which was reproduced in clinic was observed on the atrial lead. Lead insulation damage was observed. Lead was explanted and a new lead was implanted. Patient was stable post procedure.